Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional details have been requested. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on 01/05/2015.

Event description:
It was reported the tip of the catheter was bent prior to removal from the product packaging. The catheter was not used.